Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode detached off from the probe tip. Detached electrode was not returned per evaluation. Root cause cannot be determined, however, based upon evaluation of the device and photos; a possible cause of this event could be user utilizing the probe to pry and manipulate tissue exposing the distal tip to undue force and stresses. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 40 reports, regarding 40 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn probe assy,suct,sin was being used on (B)(6) 2023 during a shoulder arthroscopy procedure and ¿35 min delay. X-ray was required. No patient injury, but additional incisions were required to retrieve. The first faceplate became completely detached within the first 2 minutes of use. The x-ray was brought in to help locate. It took an additional 35 minutes to retrieve while the patient was under anesthesia. The 2nd wand was used to try to compete the procedure, but was aborted because the plate started showing signs of cracking.¿ after further assessment it was found the procedure was completed and ¿arthroscopic grasper with x-ray guidance was used to retrieve the fragments.¿ there was no prolonged hospitalization for the patient. The patient is "fine". This report is being raised due to the reported injury of extra incisions to retrieve fragments of the device.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn probe assy,suct,sin was being used on 18apr23 during a shoulder arthroscopy procedure and ¿35 min delay. X-ray was required. No patient injury, but additional incisions were required to retrieve. The first faceplate became completely detached within the first 2 minutes of use. The x-ray was brought in to help locate. It took an additional 35 minutes to retrieve while the patient was under anesthesia. The 2nd wand was used to try to compete the procedure, but was aborted because the plate started showing signs of cracking.¿ after further assessment it was found the procedure was completed and ¿arthroscopic grasper with x-ray guidance was used to retrieve the fragments.¿ there was no prolonged hospitalization for the patient. The patient is "fine". This report is being raised due to the reported injury of extra incisions to retrieve fragments of the device.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.